Manufacturer narrative:
Patient weight, ethnicity & race: unknown. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(6).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vtich12.6 implantable collamer lens, +02.50/+3.0/094 (sphere/cylinder/axis) in the patients right eye (od) on (B)(6) 2022. The lens was removed on (B)(6) 2023 due to lens rotation not associated to a low vault. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).